Manufacturer narrative:
X-rays were taken on an unknown date, but not available.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an (B)(6) year old female had original surgery (B)(6) months ago with a trochanteric fixation nail (tfn). She had a non-union and the nail was found to be broken at the helical blade hole. The patient was revised (B)(6) 2015, the nail was removed uneventfully and a proximal femur plate was implanted. Date of original implant unknown. X-rays were taken but not available. There was no surgical delay, patient was not harmed and procedure was completed successfully. Clinical findings indicate delayed healing. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown helical blade/unknown lot number. Implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Helical blade was explanted.